Manufacturer narrative:
30 day - file a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports a cough and sore throat, md prescribed a steriod inhaler. The customer did not have the CPAP connected to the soclean device properly. The customer states she will continue to use the soclean when the correct piece of equipment is received and the set up is done correctly.